Event description:
While investigating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered during servicing. Corrosion was found where the trunk cable connects to the distribution node. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation corrosion was found where the trunk cable connects to the distribution node (dn). The source of the corrosion could not be positively identified. No adverse event resulted from the corrosion inside the distribution node. The patient received a replacement electrode belt.